Manufacturer narrative:
Corrected data: a1, b1, e1, h6 (health effect - clinical code).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the other lead is auto reducing (therapy strength decreasing on its own). As such, surgical intervention may take place at a later date to address the lead and ipg issues.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02855, related manufacturer reference number: 3006705815-2023-02856. It was reported that the patient was unable to set the system into MRI mode due to high impedance on the right lead. Additionally, the patient is experiencing pain at the pocket site and occasional pocket sensation regardless of therapy on and off.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024, wherein the leads and ipg were explanted and replaced to address the issues. It was noted that there was fracture on both the leads. Reportedly, patient was programmed and therapy was confirmed post op.